Event description:
Complainant alleged that during incoming inspecton the device was unable to adjust pacer current. Complainant indicated that there was no pt involvement in the reported malfunction.